Manufacturer narrative:
(B)(6). During use, the saber percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated for pre-dilation; however, it ruptured at six atmospheres (6 atm). The lesion is the iliac artery which had moderate to severe tortuosity and was moderately calcified with ninety percent stenosis. Therefore, the saber pta was replaced with a competitor's balloon catheter and the procedure was completed successfully. There was no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor the guide catheter. The product was removed intact (in one piece) from the patient. There was no patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17625610 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification, moderate to severe tortuosity, and ninety percent stenosis may have contributed to the reported event. It is known that calcification can cause to damage balloon material while attempting to cross a lesion. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During use, the saber percutaneous transluminal angioplasty (pta) was inserted and inflated for pre dilation, however, it ruptured at six atmospheres (6 atms). There was no patient injury. Therefore the saber pta was replaced with an competitor's balloon catheter and the procedure was completed successfully. The lesion is the iliac artery which was moderate to severely tortuous, moderately calcified with ninety percent stenosis. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor the guide catheter. The product removed intact (in one piece) from the patient. The device is not available for analysis. No other information was provided.